Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps during the priming stage, where the home patient stated he was connected during the priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis (pd) therapy. The failure to follow therapy steps was further described as the patient connected themselves when the homechoice prompted to connect the bags. At the time of the report, the patient was connected during prime. The technical services representative explained the proper procedure for connecting and advised to start over with new supplies. The patient would start therapy over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.